Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration') in a 33-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included obesity. Concomitant products included ethinylestradiol;norgestimate (sprintec) (B)(6) 2015. On (B)(6) 2015, the patient had essure inserted. On (B)(6) 2015, the patient experienced menorrhagia ("(menorrhagia (heavy menstrual bleeding),") and vaginal haemorrhage ("abnormal bleeding (vaginal)"), 8 days after insertion of essure. In (B)(6) 2015, the patient experienced pelvic pain ("claiming pain: (pelvic/abdominal),"), depression ("psych injury/ psychological or psychiatric problems condition: depression"), urinary tract infection ("bladder/urinary problems: (urinary tract infection, vaginal discharge),"), vaginal discharge ("bladder/urinary problems: (urinary tract infection, vaginal discharge),"), anxiety ("mental anguish") and dyspareunia ("dyspareunia (painful sexual intercourse)") and was found to have weight increased ("other injuries/symptoms: (weight gain),"). On an unknown date, the patient experienced device dislocation (seriousness criterion medically significant), genital haemorrhage ("general abnormal bleeding),") and abdominal pain ("claiming pain: (pelvic/abdominal)"). Essure treatment was not changed. At the time of the report, the device dislocation, genital haemorrhage, menorrhagia, pelvic pain, abdominal pain, depression, urinary tract infection, vaginal discharge, weight increased, vaginal haemorrhage, anxiety and dyspareunia outcome was unknown. The reporter considered abdominal pain, anxiety, depression, device dislocation, dyspareunia, genital haemorrhage, menorrhagia, pelvic pain, urinary tract infection, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: received treatment for pain: (pelvic/abdominal), bleeding: (menorrhagia (heavy menstrual bleeding), general abnormal bleeding), migration, bladder/urinary problems: (urinary tract infection, vaginal discharge), other injuries/symptoms: (weight gain). Discrepancy noted in insertion dates: (B)(6) 2015. R tubal ostium. Trailing coils in uterus: 3. L tubal ostium. Trailing coils in uterus: 3. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 36.7 kg/sqm. Hysterosalpingogram - on (B)(6) 2015: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 27-jan-2020: plaintiff fact sheet & mr received: new events - abnormal bleeding (vaginal), mental anguish, dyspareunia (painful sexual intercourse) were added. Pt of event psychological trauma was updated to depression. Reporter's information, patient demography, medical history, lab data, concomitant drugs were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration') and genital haemorrhage ('general abnormal bleeding),') in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criterion medically significant), genital haemorrhage (seriousness criterion medically significant), menorrhagia ("(menorrhagia (heavy menstrual bleeding),"), pelvic pain ("claiming pain: (pelvic/abdominal),"), abdominal pain ("claiming pain: (pelvic/abdominal)"), psychological trauma ("psych injury"), urinary tract infection ("bladder/urinary problems: (urinary tract infection, vaginal discharge),") and vaginal discharge ("bladder/urinary problems: (urinary tract infection, vaginal discharge),") and was found to have weight increased ("other injuries/symptoms: (weight gain),"). Essure treatment was not changed. At the time of the report, the device dislocation, genital haemorrhage, menorrhagia, pelvic pain, abdominal pain, psychological trauma, urinary tract infection, vaginal discharge and weight increased outcome was unknown. The reporter considered abdominal pain, device dislocation, genital haemorrhage, menorrhagia, pelvic pain, psychological trauma, urinary tract infection, vaginal discharge and weight increased to be related to essure. The reporter commented: received treatment for pain: (pelvic/abdominal), bleeding: (menorrhagia (heavy menstrual bleeding), general abnormal bleeding), migration, bladder/urinary problems: (urinary tract infection, vaginal discharge), other injuries/symptoms: (weight gain). Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure on (B)(6) 2015: bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2019: pfs received. Previously reported event injury nos was updated to new events -migration, pain: (pelvic/abdominal), bleeding: (menorrhagia (heavy menstrual bleeding), general abnormal bleeding), psych injury related to essure, bladder/urinary problems: (urinary tract infection, vaginal discharge) and other injuries/symptoms: (weight gain) was added. Product indication was added. Patient date of birth was added. Consumer address were added. Lab data was added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. A review of our complaint records and other non-conformances data was conducted; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.